Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap iodine sponge contained too little iodine. This was noted before using the cap following peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.